Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device fired one time, but would not release. The device would not fire on the second firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.